Event description:
An occlusion alarm was reported by the customer, along with multiple occlusion events. There was no adverse impact on the customers blood glucose level. The customer addressed the issue by changing the infusion set and cartridge and resuming insulin.